Manufacturer narrative:
Updated the conclusion code grid.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 5613414 with MFR report number 3030677-2025-000169 should be 13january2025.